Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a trauma surgery, one (1) 130 rad drill gde drop experienced disengagement of the lag screw when force was applied, causing the sleeve to slip out. The procedure was performed, without any delay, using the same device. No further complications were reported.